Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of hospitalization, and 188 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as sweating and feeling cold. The customer was wearing the insulin pump during the incident. The reservoir was not locking into the pump, and the customer was reusing the reservoir, which they may have not rewound. Troubleshooting was completed. The insulin pump will not be returned for analysis.